Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the bolus history shows that the last bolus delivered was a "food" bolus. The customer alleged that the customer did not deliver a bolus by inputting an amount of carbohydrates. Reportedly, the bolus request that had been delivered by the customer was a correction bolus and a blood glucose (bg) value had been input into the pump for the correction bolus. Tandem technical support requested for the customer to upload pump data for further review of the bolus history. However, the customer declined to upload pump data, stated no further assistance was needed, and that the pump was working as expected. There was no reported impact to the customer's blood glucose level.